Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. During the procedure, two gore® excluder® trunk-ipsilateral leg components (rmt281412 and rmt281418) were implanted on the left patient side and manipulated to form a unilateral endoprosthesis. A femofemoral cross-over bypass was performed. Additionally, the right common iliac artery was coiled due to excessive tortuosity. On (B)(6) 2017, follow-up imaging identified a type 1b endoleak but neither the existence of an aneurysm enlargement or its potential growth were unknown. As reason for the endoleak, disease progression was stated. On (B)(6) 2017, a plc201000 gore® excluder® contralateral leg component plc201000 was implanted to extend the ipsilateral leg of the initially implanted unilateral device to treat a type ib endoleak. During the final angiography, the type 1b endoleak no longer persisted. The patient tolerated the procedure.